Manufacturer narrative:
When originally reported we were told the com was a simple resurfacing revision. New updates advise that this is a resurfacing to xl patient, so the cup remained in situ at this point. The cup should not need to be reported on this com and will be reported on com (B)(4) when it was revised with its xl counter parts. The initial report for this cup will be rejected. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr resurfacing- left; reason(s) for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr resurfacing- left; reason(s) for revision: unknown. (B)(4). Update received: 2nd january 2014 - added patient details: name, date of birth and gender, cross referenced, advised cup remained in situ and advised cup should not be reported on this com as it was revised at a later date with the xl products and will be reported on a separate com. Cup remained in situ. This patient has undergone a resurfacing to xl procedure - this is the 1st of 2 revision where the cup remained in situ. Please see (B)(4) for the 2nd of 2 revisions where the cup was revised. Update received: 27th june 2014 - added hospital: (B)(6) hospital, (B)(6), added surgeon: prof (B)(6).